Event description:
Boston scientific received information that review of an electrogram (egm) revealed noise on the right ventricular (rv) pace and shock channels along with the right atrial (ra) channel. The noise lead to farfield sensing on the atrial channel and rv oversensing with pacing inhibition and greater than two seconds of asystole. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.